Event description:
Reporter reported that during preparation, it was noted that the convenience kit was "already open" thereby compromising sterility. The kit was returned for evaluation. It was not used in a procedure.

Manufacturer narrative:
The device history records for the reported kit lot were reviewed and no production or quality deviations were noted. No previous complaints have been received on the reported lot number. A review of this failure mode for this family for the past 15 months in the bsc complaint report did not indicate an adverse trend. Visual inspection of the returned kit pouch revealed a tear, approximately 1 in. Diameter on the mylar side of the pouch. The sealing edges of the pouch were not compromised in any way. The root cause of this defect is undetermined, as it is unknown where the damage occurred. A possible cause of the damage would be handling of the package; possibly the rotating adaptor within the kit piercing the mylar. Force would have to be applied ot the kit for this to occur. Process controls in place during the packaging operation include 100% visual inspections during kit packaging, during the pouch sealing operation and during final boxing. These process controls are deemed adequate to detect this type of failure mode.